Event description:
It was reported that bd insyte autoguard catheter ripped during insertion. The following information was provided by the initial reporter: this is the 3rd time that staff have told us they have had an issue with this particular IV and same 20 ga in the last couple of weeks. This time, the cannula/catheter ripped partially while advancing in the patient's vein when starting an IV. Cannula and needle were removed, and the cannula was not completely ripped so it was not lodged in the patient's vein.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.